Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 33mm mitral annuloplasty ring was implanted and then immediately explanted. It was replaced with a 31mm ring of the same model. The reason for the size change was not reported. No additional adverse patient effects were reported.